Event description:
It was later reported there was another reservoir volume discrepancy; excess volume noted on (B)(6) 2011. Specific volumes were unknown. It was noted that the therapy was suspended; pump was put at a minimum rate. A catheter access port contrast study was performed on (B)(6) 2011. They were unable to aspirate from the catheter access port.

Event description:
Additional information: the intrathecal catheter was replaced on (B)(6) 2012. The outcome was noted as resolved without sequelae.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was greater than the expected residual volume (erv). The pump was changed from simple continuous to flex mode around the same time the volume discrepancies occurred. The pump was refilled on (B)(6) 2011; interrogated again on (B)(6) 2011 with reservoir volume discrepancies noted. Arv: last two times 10 and 20, erv: last two times 4.7 and 15. The logs were checked and were "ok". A dye study was being considered. The patient experienced a return of symptoms; increased pain. The pump contained dilaudid and bupivacaine.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n261338012, implanted: (B)(6) 2010, explanted: unknown.